Event description:
As reported by the open study, approximately twenty seven months post stenting procedure to the distal superficial femoral artery (sfa) with a flex stent, a patient experienced increased claudication which lead to diagnostic angiography which demonstrated bilateral common iliac restenosis. The patient underwent elective intervention due to need to limit amount of contrast used. Elective bilateral stenting with 8x30 formula stents in both the right and left common iliac arteries without any complications. At the time of the index procedure, the patient had a 70 x 150mm flex stent implanted at the target lesion (sfa). Per angiography, the lesion was 120mm in length and 90% stenosed. The stent was successfully deployed and the patient was discharged on the same day with no adverse events.

Manufacturer narrative:
Complaint conclusion: as reported by the open study, approximately twenty seven months post stenting procedure to the distal superficial femoral artery (sfa) with a flex stent, a patient experienced increased claudication which lead to diagnostic angiography which demonstrated bilateral common iliac restenosis. The patient underwent elective intervention due to need to limit amount of contrast used. Elective bilateral stenting with 8x30 formula stents in both the right and left common iliac arteries without any complications. At the time of the index procedure, the patient had a 70 x 150mm flex stent implanted at the target lesion (sfa). Per angiography, the lesion was 120mm in length and 90% stenosed. The stent was successfully deployed and the patient was discharged on the same day with no adverse events. The patient¿s medical history includes: hyperlipidemia, hypertension, pvd, cad, renal insufficiency, smoking, diabetes type ii, respiratory disease, pulmonary arterial hypertension, morbid obesity, cervical and lumbar disc degeneration, hypothyroid, seasonal allergy, neuropathy, constipation and sleep apnea. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there possible patient factors and vessel/lesion factors that may have contributed to this patient¿s restenotic event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Concomitant medications: aspirin, clopidogrel, heparin, plavix, insulin. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.